Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 189mg/dl at the time of the incident. Customer stated that they already received the battery cap but still nothing comes up after inserting a new battery. The customer was advised to ensure that the battery was securely fastened and battery slot was aligned horizontally with insulin pump. Customer stated display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. No battery cap cracked/damaged found. However, device received cracked case corner of the belt clip rails near the battery compartment.